Event description:
A fail code 810:11 during biomed testing. There have been no reports of any patient incident involving this pump.

Manufacturer narrative:
The pump is in the process of being evaluated.